Event description:
The customer reported that the ventilator will self star or refuse to turn off at times. The customer reports intermittent operation when connected to alternating current (ac). The customer reported the device was not in use on patient at the time of the event occurred.

Manufacturer narrative:
The power management (pm) printed circuit board (pcb) was received. Visual inspection of the pm pcb revealed no evidence of damage or contamination. The pm pcb was attached to a test failure investigation (fi) ventilator. The ventilator alternating current (ac) indicator was turned on but no display and no breath delivery. The product did not meet specifications. The root cause was identified to be the u11 (wide-input synchronous buck controller) was out of specifications.